Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). A trocar still in the sealed package was submitted to the lab to identify a particle observed on the inside of the package. The package was visually examined and an image of the particle was taken with an optical microscope. The shaving was then removed from the package and analyzed using an ftir spectrophotometer. The ftir can identify the composition of a polymer by measuring the ir wavelength that is absorbed by the material. By comparing the spectrum of the unknown with a library of known materials, the unknown can be identified. Ftir analysis showed that the material is polyethylene. The stopcock valve is made from polyethylene and it is most likely the source of the shaving. The probable cause was from the insertion of the valve into the stopcock during assembly. A design change plan has subsequently been initiated to reduce the possibility of this occurring on future devices.

Event description:
It was reported that during laparoscopic appendectomy procedure, the surgeon was inserting the trocar and a piece of material from the tip of the trocar sheared off into the patient near the bowel. He was able to retrieve the piece and insert another trocar to complete the procedure. There was no patient consequence reported. The device will be returning for analysis with the piece of materials that was retrieved.